Event description:
Pt underwent a tag stent graft repair in 2007 for a traumatic thoracic aorta transection. Procedure was performed without complications. Upon follow-up with vascular surgery, pt was found to have some narrowing within his proximal portion of the stent graft. This was repaired with an endoluminal stent in 2008. His CT scan at one month revealed that his stent was opened without any narrowing. Pt presented to the ed about 3 months later with shortness of breath and complete cardiopulmonary failure. On further evaluation with a CT scan demonstrated total collapse of the proximal aspect of the thoracic stent graft. Four days later, pt underwent a palmaz stenting of the tag stent graft for total collapse of the stent. Unfortunately pt developed tachyarrhythmias and coded, per acls protocol, and ultimately died later in the same day.